Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The missing components were not returned, but the complaint is confirmed by product identification. The device history records for item# 42527900702 lot# 62477056 & receiving inspection report item# 42527950702 lot# 80580381 were reviewed for deviations and / or anomalies with no deviations and / or anomalies identified. The device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was discovered to have missing components. Attempts to obtain additional information have been made; however, no more is available.